Event description:
Additional information was received from the consumer stating it was still as difficult to obtain an optimal correction by corrective glasses. The symptoms were ongoing.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Lot product history records were reviewed and documentation indicated the product met release criteria. The provided serial number was not a released serial number. Verification was requested. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that one day following a cataract removal with intraocular lens (iol) implant procedure, the doctor indicated that the implant was not adapted to the patient, but he did not explain why. It was also noted that the consumer developed "capsular wrinkles" that formed on the lower membrane of the eye. The consumer stated that he has "correct vision" at 10 meters, but he cannot drive anymore because he cannot see far. The consumer did not want the surgeon to be contacted.

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in this lot. The root cause could not be determined for the reported events. The reported lens is a monofocal lens and only corrects for the targeted distance near or far. Information was provided by the patient (who did not allow contact with surgeon) that the surgeon stated the issue was due to a rare complication of formation of capsular folds. The surgeon didn¿t want to explant the implant because the patient had a medical history of an anterior ischemic optic neuropathy in the left eye and the benefit would be minimal. (B)(4).

Event description:
Additional information was received from the consumer: for better definition, he needs a lot of clarity and brightness; on cloudy and darker days, his vision is completely different. The consumer stated that one day following the procedure, he experienced bright streaks. The consumer clarified that formation of capsular folds was diagnosed 10 days following the procedure. Correction with glasses 30 days following the procedure did not contribute to better definition. It was noted that the implant was well positioned and transparent; however capsular folds were still present as of (B)(6) 2018, and a capsulotomy is planned in (B)(6). The consumer noted that the surgeon didn¿t want to remove the implant because the consumer had a medical history of an anterior ischemic optic neuropathy in the left eye.